Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they are receiving no delivery alarms periodically. The customer states their blood glucose level at the time of incident was 407mg/dl. The customer states their most current level was 325mg/dl. The customer states they have had pus where the site is inserted. Troubleshoot was conducted. The customer was advised that the alarm was caused by set and or reservoir connection. The customer was advised to replace infusion set and reservoir. The customer is being sent out replacement sets.